Event description:
It was reported that post-op to the unknown procedure the surgeon was using the device to close common opening on colon anastomosis. Patient presented with a leak in the middle of staple line post op. The patient did require revision surgery. There were patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch # unk . The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What two structures were being anastomosed? Can more information be provided on what the patient consequences were? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Can more information be provided on the shape of the staples? How many days postop did the leak occur? How was the leak identified? What was observed at the site of the leak upon re-operation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/12/2023. Additional information was requested, and the following was received: what surgical procedure was performed? Colon resection what two structures were being anastomosed? Colon can more information be provided on what the patient consequences were? Patient presented with leak in middle of staple line could there have been any tumor invasion into the vessel? No, margins were clear were any clips used in the area of the firing? No was the device closed and then reopened to reposition prior to firing? Not that I am aware. Was only closing off common opening was the device difficult to close? They said it was not unusually thick was the device difficult to fire? No was the tissue retaining pin placed automatically or manually? There technique is not automatically place pin upon closing device did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? I vessel was not divided. It was stapled on colon can more information be provided on the shape of the staples? He inspected staple line and said all looked good how many days postop did the leak occur? Unsure how was the leak identified? What was observed at the site of the leak upon re-operation? A hole in middle of staple line how was the leak addressed? What is the current status of the patient? Unsure. Surgeon out of town.